Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone breast reconstruction revision with an unknown mentor breast prosthesis on the right side, suffered right breast device migration, post-procedure. The right implant was described to be further down than the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The suspect medical device is currently unknown, and the procode and common device name values are being used for submission purposes only. A supplemental report will be submitted when clarifying information is received.